Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and an unknown product was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/17/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to persistent menometrorrhagia. It was reported that following insertion the patient experienced infection and urinary problems. It was reported that patient underwent tah on (B)(6) 2009 due to recurrent menorrhagia unresponsive to conservative treatment. No additional information was provided. (B)(4).